Event description:
A report was received that the patient underwent a pocket revision, due to discomfort. During the surgery, the device was explanted since the patient had not charged it prior to the surgery. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Weight not available. Device was discarded. This is a final report.